Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-sensed t-wave oversensing was observed on a stored egm when an asymptomatic patient presented in the clinic. A chest x-ray to access lead position and programming changes were recommended.